Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the products and reported incident cannot be established. A DHR/batch record review for lot finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. Clinical evaluation was completed and concluded that without the relevant clinical information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) potential complications accompanying such implant surgery. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after an arthroscopic right shoulder bankart repair on (B)(6) 2017, the patient had a right shoulder subluxation in (B)(6) 2018. The event was treated with rest and physical therapy. The outcome is ongoing. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.